Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Physical evaluation of device found plunger assembly and top housing are damaged. The plunger assembly was broken. The primary problem of broken mechanism was replicated. The plunger assembly kit and top housing were replaced.

Event description:
It was reported device had broken mechanical part. There was unknown patient involvement